Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-7300sr batch: 15376827 was received for evaluation. Visual inspection revealed that both the tip and the shaft show signs of burning, indicating poor irrigation. A functional test revealed that the inner and outer shafts are stuck together. The most likely cause of the reported and observed failure is user error. The directions for use state that running the device without the flow of irrigation (dry) will cause the device to excessively heat and may result in a thermal burn. Directions for use dfu-0215-eo revision 1. Disposable arthroscopic shaver blades, burrs, powerpick, powerasp, nanoresection, and shaverdrill devices. F. Precautions. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-7300sr sabre when the device was loaded into the handpiece and used, it made an unusual noise, did not work properly, and the tip turned black from overheating. Adequate irrigation was not used when the device was running. There was no burning or smoking smell. The device began to smoke before use inside the patient. The device was discontinued and the surgery was completed without any problems using a product of the same part number and lot. This occurred before use in a case, during testing of the device, with no patient effect.